Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the field service engineer (fse) that after performing a field action on the cardiosave intra-aortic balloon pump (iabp) the device did not switch to the normal screen upon startup, and an alarm sounded. There was no patient involved and no harm reported. The fse reported that upon checking the fault log, error code 139 was confirmed. Since this occurred after replacing the power management board, it was determined to be caused by a loose connection; the connection points were cleaned and reconnected. The issue did not recur afterward, so it was determined to be resolved, and the work was completed.